Manufacturer narrative:
A product investigation was completed: one (1) push-pull reduction device (part 311.449, lot 36608, mfg 02/2005) was returned with a complaint stating it was found broken inside an evaluation set. Upon evaluation of the returned item, it was observed that the shaft of the device was sheared off at the start of the distal threads. Both pieces were returned. The complaint is confirmed. Product drawings were reviewed during the investigation and the returned dts guides were found suitable to determine the intended device design, application, and dimensional specifications. The push-pull reduction device was returned with the threaded portion completely sheared off. The device has been used for over 10 years and experiences torsional force during drilling and shear stress applied by the bone and/or the plate when used as intended. It is likely that the device broke as a result of excessive pressure and material fatigue. Hard bone may also be a contributing factor to the complaint. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. DHR review for part 311.449, supplier lot 36608, synthes lot 4942393: release to warehouse date: february 09, 2005. Supplier- precision edge surgical products. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during placement of a plate for a cervical repair on a horse, the threads at the distal end of the push-pull reduction device broke. All broken pieces were retrieved. Another of the same device was available in the set to complete the procedure. There was no delay in surgery. The intended procedure was completed successfully without further incident. There is no human patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one (1) push-pull reduction device was returned with a complaint stating that the instrument broke intraoperative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.